Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 1.1 pocket b2 had failed and was not able to recover the storage space. The field service engineer (fse) powered down the station, cleaned and reseated all cubie pockets in the drawer, and then checked and reseated the row board bus cables. After rebooting the system, drawer detection was restored with all pockets functioning. The fse also performed general maintenance, including cleaning the electronics drawer, the back of the comm sled area, and the power supply, removing debris from the bottom edge of the back panel, and reseating drawer cables to ensure proper connectivity. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failure occurred, and unable to recover the failed drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.